Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, air was aspirated after the introducer was inserted into the patient. It was confirmed that the tip was not in contact with the myocardium, but the air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.